Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was observed that there was a fiber break. The aiming beam was seen at the break location. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break between the input connector and fiber control knob, confirming the reported clinical observation. The metal cap did not exhibit any charred debris adhesion on its surface. The fiber was functionally tested with a hene (helium-neon) laser fixture and found most of the output escapes from the fracture location. It is likely that the procedural handling of the device during set-up contributed to the damage to the fiber. According to the device instructions for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified fiber break.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was observed that there was a fiber break. The aiming beam was seen at the break location. The procedure was completed with a second fiber without patient complications.